Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their transmitter was not talking to their smart phone. The patient restarted their smart phone and the connection worked. No additional event or patient information is available.